Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 1 door 4 was broken and ripped off. The customer stated that this malfunction occurred while dispensing medication to patients. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower 1 door 4 was broken and ripped off. A field service engineer replaced the damaged door panel with a new one. The customer tested the replacement and confirmed that it was functioning without any issues. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.